Event description:
A malfunction was reported on the pump, and there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as backup therapy until a replacement pump with updated software was provided. Technical support completed and submitted the required online form, ensured the customer's understanding of receiving the new pump, provided instructions for putting the old pump into storage mode, and arranged for the return of the problematic pump via ups.